Event description:
It was reported that a patient presented remotely via merlin.net. Upon review of the transmission, the high voltage impedance on the patient's right ventricular (rv) lead was found to be high, and this was not reflected on the current impedance value, indicating varying high voltage impedance. No intervention was reported. The patient was stable throughout.